Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted. Additional information indicates the customer is doing fine.

Event description:
Received information regarding air bubbles in the patient line (pigtail) and luer lock. Customer's blood glucose level was impacted.